Event description:
It was reported by the affiliate during a gastrectomy procedure, there the device fired an incomplete staple line. The case was completed by hand suturing with no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.